Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units display had interference. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display had interference. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse performed preventive maintenance (pm). The fse replaced the batteries, safety disk, 5000 hr pm kit, and the monitor. An external and internal cleaning was performed. The unit was put into service to perform adjustment of all parameters and necessary calibrations. The fse used a patient simulator for about one hour in operation with no abnormalities. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a